Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID neu_recharger_acc lot# serial# unknown implanted: explanted: product type recharger .if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_recharger_acc, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs). It was reported the ins has never helped with pain in the lower back. The patient reported if he turned up the stimulation, the stimulation would be too strong in the feet. The patient had not charged for a couple years because it was not helping. The patient was working with their healthcare provider (hcp) and could be getting a replacement. The patient further mentioned the recharger had a broken cable. Additional information was received from the manufacturer representative 2018-07-24. It was reported the ins was in overdischarge. The patient reported he stopped recharging due to difficulty with coupling and was not getting as much back-pain relief as he would like. A trickle charge was performed. The issue was not resolved. No further complications were reported/anticipated.